Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied lotion on the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.